Event description:
Pump declared alarm 30, which occurred while pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Although cts assisted the caller in loading a new cartridge using the proper technique, the customer was unable to resume insulin therapy due to the recurring cartridge alarm. As a result, cts decided to replace the pump. The customer reverted to an alternate method of insulin therapy.